Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred during gastric bypass, no reinforcement material was used in conjunction with the stapling device. The surgeon was able to press the green button when the issue occurred. The surgeon was not able to squeeze the handle when the issue occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler fired once but did not fire again. The surgeon used another stapler to resolve the issue. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.